Event description:
A micropuncture sheath separated from the hub during use. User was able to push on the patient's groin and get it to come out of the skin so we could remove the sheath.

Manufacturer narrative:
Unable to confirm complaint. Manufacturing records were reviewed. No failures were documented for tests performed relative to the tube separating from the hub. Complaint history was reviewed for this failure mode. There have been five (5) occurrences fo tube separation in the past five (5) years (none were reportable incidents). This occurrence rate is well below the expected date.